Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported the touchscreen was not working while using the vela ventilator. The customer reported observing a liquid patch on the bottom right of the suspect device. The customer reported troubleshooting, checking connections, and calibrating, but the issue was not resolved, the touch screen calibration was nonresponsive. The customer reported cross checking the uim (user interface model) with a known good uim front panel and the suspect device was working satisfactorily. There are no known reports of patient involvement associated with this event.